Manufacturer narrative:
The investigation of the reported failure mode has been completed. The device was returned for investigation. Ischemia: clinical details report that the patient experienced pain in the impella access site leg during a pci procedure. Post-procedure, contrast injection showed limited flow down the limb, so impella was removed. The root cause of the injury was unable to be determined due to insufficient clinical details. Optical sensor issue: clinical details report that while shockwave was being used during a pci procedure, the psnr alarm triggered. Mc and flows remained stable. The procedure was completed, and impella was weaned and explanted. Data logs were reviewed, and midway through the case, snr dropped to zero, contrast dropped, and gain/lamp increased. The psnr alarm triggered and remained active for the rest of the case. Returned product was investigated and there were no visual abnormalities. When the pump was connected to a console, all 5s parameters were out of specification, but the pump passed the laser continuity test. This indicates that the issue was isolated to the sensor face, supporting data log and clinical details. Clinical details report the complication occurred during shockwave use, data log optical signal signatures align with a damaged sensor, and this was supported by the status of returned product. The impella cp IFU states: "use with shockwave coronary intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor." Based on the clinical details provided, signatures noted in data logs, and review of returned product, the cause of the optical sensor issue was determined to be a damaged sensor, though the cause could not be established as it was not clear whether the devices were operated within a 20 mm distance at the time of the damage. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant indicated that a patient identified as high-risk for percutaneous coronary intervention had an impella cp device implanted for mechanical circulatory support. Access to the left ventricle was secured, and the pump was positioned within the ventricle. Optimal positioning was achieved, and the patient remained in auto mode at p9 for the duration of the procedure, with flow rates around 3.8 liters per minute (lpm). The left anterior descending artery (lad) and left main (lm) artery were treated using shockwave therapy and two stents. During the shockwave treatment of the proximal lad, the placement signal was lost. However, both flow rates and motor current remained stable. Throughout the procedure, the patient began to express discomfort due to pain in the left leg. Pulses were still detectable but weak, and both legs exhibited reduced temperature. After completing the stenting of the lad and lm, contrast was injected through the side arm of the peel-away sheath, which indicated limited to no flow in the leg. In light of the patient's discomfort and concerns regarding ischemia, the impella device was gradually weaned and ultimately removed. The right coronary artery exhibited significant stenosis; nevertheless, the physician deemed it essential to remove the device to restore flow to the leg and to plan for stenting of the right coronary artery at a subsequent date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.